Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: spring in pump power button was worn. In order to fix the issue, the button was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova deutschland received a report that a pump was randomly turning off during procedure. When the on/off pump button is held in place, it stays on. There was no patient injury.

Manufacturer narrative:
H10: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Most likely the reported issue is due to the spring of the pump button worn out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.